Manufacturer narrative:
Monitor sn (B)(4) was returned to the distributor for evaluation. The evaluation of the monitor confirmed the sd card fault. The sd card was corrupt. The distributor evaluation included downloaded data review as well as incoming functional testing of the device's ECG acquisition and pulse delivery circuitry, as recommended by zoll manufacturing. The monitor passed essential performance testing. The root cause of the defective files on the sd card could not be positively identified. There is no indication of a product malfunction that would cause or contribute to an inappropriate treatment. Electrode belt sn (B)(4) was returned to the distributor for evaluation. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient received a treatment from the lifevest. Due to an sd card fault, the patient's rhythm at the time of the treatment, and post-shock are not available. There is no allegation of any death or serious injury resulting from the treatment. The patient received medical attention at the hospital after the event and continues wearing the lifevest. As the appropriateness of the treatment is not known, this event is being reported out of an abundance of caution.